Manufacturer narrative:
(Locking pin) the evaluation confirmed the reported event, "the shaver blade was working, and when they switched to a new one, it would no longer lock into place.", and attributed it to misuse.

Event description:
On 6/30/2023, it was reported by a sales representative via sems that an ar-8330h shaver handpiece had an issue. The shaver blade was working, and when they switched to a new one, it would no longer lock into place. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.